Manufacturer narrative:
The insulin pump passed functional testing. No motor error alarm was noted. The motor passed motor test. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the insulin pump alarmed for a motor error. The blood glucose reading was 600 mg/dl. She stated that the insulin pump was not exposed to a strong magnetic field or MRI and was assisted with clearing the alarm. She stated that she was able to complete the rewind process. Nothing further was reported.